Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated they treated with syringe and blood glucose does not go down. The customer's blood glucose was 642mg/dl. Customer stated they have a backup plan. Customer stated she has been off the insulin pump for one day, using syringes. Advised customer to contact doctor for high blood glucose. The customer stated she has had no pump changes. Also, the insulin pump has not alarmed. Customer stated she will call back if blood glucose continues to rise. Customer current blood glucose was 126mg/dl.